Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, document rev. A is currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "anticoagulation", provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away in (B)(6) 2026 due to traumatic subdural hematoma (sdh) and subarachnoid hemorrhage (sah) which was likely due to a fall that occurred at their home. The patient¿s family decided to transition to comfort measures due to the patient's condition continuing to deteriorate.